Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A product development evaluation was performed. The handle for torque limiting attachment was received in two pieces. The quick coupling mechanism has fallen out of the blue handle. The screw which holds them together is missing. The device was manufactured in 7/2012 and is over 2 years old. The handle for torque limiting attachment is an instrument routinely used in numerous systems including the 2.4mm variable angle lcp distal radius system and the 2.4mm/2.7mm variable angle lcp forefoot/midfoot system. The handle for torque limiting attachment was returned and reported to be missing the screw which holds the device together. This condition is confirmed; the screw is missing and the quick coupling mechanism falls out of the blue handle. It is likely that the screw was lost during sterile processing and was unable to be reassembled. The device is not intended to be disassembled even for sterile processing. The drawing for this device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the screw holding the handle for torque limiting attachment was lost during sterile processing leading to this confirmed complaint; however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle for the torque limiting attachment is missing the screw that holds the handle in place. However, the missing screw was noted in sterile processing. Event date is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.